Event description:
Customer discovered, while performing pre-use checks, the ventilator displayed error message "pft", and started to alarm. The ventilator was swapped out with a different ventilator and taken to the biomedical department. The biomed discovered the 1618 pcb was defective. The biomed replaced the defective 1618 pcb, calibrated and performed to all manufacturers specifications. Ventilator was returned back to service.